Manufacturer narrative:
A sample product was not received for analysis. The lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. No additional information is expected. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that glistenings were confirmed in an implanted intraocular lens (iol). The lens was implanted over ten years ago. The patient has no visual complaints. The lens will remain implanted. No further information can be provided.